Manufacturer narrative:
Batch review performed on 22 november 2018. Lot 111225: (B)(4) items manufactured and released on 17 may 2011 . Expiration date: 2016-04-30 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event preliminary investigation performed on 23 november 2018 by r&d product manager: the photo was analyzed; the stem appeared with the proximal coating not absorbed, while in the metaphyseal and distal area it is completely absorbed. The neck show a small sign due to the revision; no other particular signs were noticed. From the image it is not possible to determine the root cause of the event. Clinical evaluation performed by medical affairs director on november 09, 2018 femoral component revision surgery occurred 7 years after cementless total hip arthroplasty in a (B)(6) year-old man. Radiographic images provided show the presence of radiolucent lines in gruen zone 1 and signs of stress shielding. Aseptic loosening is a possible literature described mid-term adverse event after cementless hip replacement and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery due to stem loosening 7 years after the primary. The surgeon revised the stem and head.